Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-nov-2022 to 26-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tractor cable/28 pin flat met with thermal damage and discoloration. The field service engineer replaced the tractor cable/28 pin flat and verified all cubies performance to resolve the issue. The system was functional as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system main drawer 6 experienced a recurring failure, potentially due to thermal damage and discoloration. The customer stated that they were able to retrieve medications successfully. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that main drawer 6 failed due to thermal damage and discoloration on the tractor cable/28 pin flat cable. A field service engineer replaced the flat flex cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system main drawer 6 experienced a recurring failure, potentially due to thermal damage and discoloration.the customer stated that they were able to retrieve medications successfully.there were no adverse events or injuries reported based on this incident.